Manufacturer narrative:
This report is submitted on april 29, 2021.

Event description:
Per the surgeon, the patient experienced skin breakdown and an infection (suppuration) at the implant site which was successfully treated with oral and topical antibiotics. The implant remains in-situ.